Event description:
A lifecor sales rep reports that he was going to fit a pt and when he inserted a battery pack into the monitor, the monitor began to smoke and release a strong odor. The monitor and battery pack were returned to lifecor for evaluation.